Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/14/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: we have in our cytostatic production (cleanroom class a) the following cannulas sol-m ref 110023 batch 02210032 18gx2"" and removed the cap from a clean, unused cannula and wiped it on a sterile, clean gauze compress to check that there was no residue on it (this has happened before) and we promptly found black streaks on the compress. "

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.